Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported one of the screws in the stimloc burr hole cover kit was somewhat blunted upon opening. It was reported the surgeon began using the screw and it would not go into the skull as it normally does. A backup screw was provided and the more blunt screw remained intact and was sent back for analysis. It was reported the patient had a medical history of parkinson's disease. The issue was resolved and the patient was alive without injury at the time of the report. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are product type accessory. Analysis had shown that there was damage to the threads of the stimloc screw. If information is provided in the future, a supplemental report will be issued.